Manufacturer narrative:
(B)(4). Additional information the device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been used to complete the procedure and is not the device complained about

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent the device was not returned for analysis. A packaging lot number was provided. The manufacturing records were reviewed and we were unable to confirm the complaint or determine the cause potential/probable cause of the reported event.

Event description:
It was reported that during an unknown procedure, the tip of the activation blade has been broken. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.